Event description:
It was reported that: "progressive pain left total hip replacement with loosening of acetabular cup. Revision surgery performed (B) (6) 2010. Broken screw was removed as well as acetabular cup and liner. Femoral head exchanged."

Manufacturer narrative:
The information provided by stryker orthopaedics' clinical department. No additional information is available at this time. Additional follow-up information may be obtained by the clinical department as it becomes available then evaluation summary will be submitted in a supplemental report.